Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiber optic sensor failure message. After re-zeroing and changing out the console, the same message was received. The customer was advised to aspirate the central lumen and did so successfully. The iab was removed soon after and replaced with a new one. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - lot #: from: unknown; to: 3000106324. Section d - serial #: from: unknown; to: (B)(6). Section d - exp. Date: from: [blank]; to: 10/03/2022. Section h - manufacture date: from: [blank]; to: 10/03/2019. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was returned attached to the iab. A kink was located along the catheter tubing at approximately 76.2 cm from the iab tip. The catheter tubing was found flattened at 30.73 cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane at approximately 23.6 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found the inner lumen was occluded with blood. The occlusion could not be cleared. The optical fiber was found to be broken, confirming the reported fiber optic sensor failure. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiber optic sensor failure message. After re-zeroing and changing out the console, the same message was received. The customer was advised to aspirate the central lumen and did so successfully. The iab was removed soon after and replaced with a new one. There was no reported injury to the patient.